Event description:
It was reported that the right ventricular (rv) lead had oversensing. The rv lead was found to be programed to unipolar and should have been programmed to bipolar. The rv lead was then re-programmed to bipolar and the oversensing was corrected. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.